Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the users were unable to view patient profiles to retrieve medications. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a network issue. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.